Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient was reporting discomfort at the ipg site due to location. Surgical intervention took place on (B)(6) 2021 in which the ipg pocket was relocated to address the issue. A lead was also added at t9 for additional coverage to supplement existing effective stim.